Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) on the right ventricular (rv) lead. It was noted that previous programming changes had been done in response to the twos. The lead remains in use. No further patient complications have been reported as a result of this event.